Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation the device was observed to not power on. The device's power supply was replaced to address the issue.